Event description:
It was reported that bd luer-lok¿ syringe w/ precisionglide¿ needle had scale marking issues and foreign matter in the barrel. The following information was provided by the initial reporter: material no: 309578 batch no: unknown it was reported that graduation marks do not stick well and surface of barrel is waxy.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd luer-lok¿ syringe w/ precisionglide¿ needle had scale marking issues and foreign matter in the barrel. The following information was provided by the initial reporter: material no: 309578, batch no: unknown. It was reported that graduation marks do not stick well and surface of barrel is waxy.